Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910.   The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   Gastric ulcer is a known complication of a peg tube / peg-j tube placement.   If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019, a gastric ulcer was discovered during the replacement of the peg and peg-j tubes. The patient was treated with controloc and epicogel for management of the gastric ulcer.